Event description:
A hospital in (B)(6) reported that an mr290 autofill humidification chamber leaks between the water feedset tubing and the water bag spike. The leak was identified prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned chamber was connected to a waterbag for testing and was visually inspected for damage. Results: the chamber filled to a normal level during testing. When the waterflow stopped, small drops of water were observed to leak slowly from the connection between the feedset tube and the waterbag spike. Visual inspection of the tube/spike connection showed that the correct amount of glue had been applied and there was full coverage of glue on the feedset tube. However, there was a smooth section suggesting that the glue had not sealed completely inside of the waterbag spike. A lot check revealed no other complaints of this nature for lot number 101119. Conclusion: based on visual inspection of the feedset tube and waterbag spike of the returned chamber, the leak was caused by an incomplete glue seal inside of the waterbag spike. Every mr290 chamber is pressure tested following the production process to detect potential leaks due to cracks and other sources. Any chamber which fails the production leak test is rejected. The complaint chamber would have failed pressure testing if the seal was incomplete at the time of testing. The mr290 user instructions include the following statement: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).